Manufacturer narrative:
(B)(4). It was reported that a patient underwent an afib ablation using a smarttouch thermocool catheter. A pericardial effusion was noticed around right ventricle prior to procedure. During trans-septal phase, the pericardial effusion was confirmed and pericardiocentesis was provided to remove 420 ml of fluid.the physician assessed this event is trans-septal procedure related. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications.the catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products used during procedure: carto 3 (13452), smartablate generator (s/n: (B)(4)), smartablate pump (s/n:(B)(4)), pentaray nav eco catheter (cat:d128208, lot:17324316l), sound catheter (cat:10438577, lot:e5012723). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an afib ablation using a smarttouch thermocool catheter. A pericardial effusion was noticed around right ventricle prior to procedure. During trans-septal phase, the pericardial effusion was confirmed and pericardiocentesis was provided to remove 420 ml of fluid. The patient was in stable condition. The physician assessed this event is trans-septal procedure related. Suspect device is cook transseptal puncture needle and st jude medical 8.5f sl1 sheath, bwi takes conservative approach to report this event under smarttouch thermocool catheter.